Manufacturer narrative:
(B)(4). Date sent: 12/7/2015. Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that during a gastric sleeve procedure, the doctor said the scrub tech placed the reload in the stapler but the back of the reload seemed to be loose and "wiggle" a bit. They decided to not put the reload in the patient and instead "try it out". The reload locked out, so they tried it again with another reload. The same scenario occurred again. They then opened a new stapler, and tried again. Both reloads wouldn't work. On the third reload with the second stapler they were successful and used that stapler for the remainder of the case. There were no patient consequences reported.